Event description:
Death. Case description: spontaneous report received on 02/22/2008 from a company representative regarding a male thermal burn patient. The patient had severe burns that covered 79% of his body surface area. The patient was grafted with 20 epicel grafts in 2007 and 32 grafts a month later. The patient expired about a month after that.

Manufacturer narrative:
Add'l lot number ee01121-31.